Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported the customer received the following results on the mobile system within 10 minutes: 493 mg/dl and 177 mg/dl. No adverse event was reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.